Event description:
Patient reported experiencing high power consumption/battery lifetime too short since ¼ year; 2-7 days. Patient stated 3-4 weeks ago the infusion device switched off without any alarm/error message. Patient reported that after 3-4 hours, the infusion device began to work again. Patient stated there were no health concerns. No further information available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint can be verified. Result the insulin pumps electronic compartment has been visually inspected. The acid of the supercap has leaked out as a result of a manufacturing error. Therefore, the supercap and the surrounding electronic parts are corroded. The corrosion led to a higher power consumption of the pump and thus a switch of after reaching the w2 voltage limit value was happened. After restart of the device the pump correctly notify the customer with an e2 error message.